Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was found in safety mode, which limits device function and exhibiting a premature battery depletion (pbd). The device was surgically explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.